Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: adverse event. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 350cc mentor memorygel breast implants and experienced an unspecified adverse event postoperatively. As a result, the patient underwent bilateral device removal at an unspecified date. This report is for the patient's left-sided device.

Manufacturer narrative:
After additional review of this file, it has been determined that with the information available, there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a mentor product, nor any specific reported patient consequences arising from the use of a mentor product. As such, this file does not meet the criteria for MDR reporting at this time, and the initial report was submitted in error. Should additional information be received, this file will be reassessed. Manufacturer¿s reference number: (B)(4).